Event description:
It was reported that the patient with this neurostimulator went to the emergency department for a fever and was given pain medication to attempt to alleviate their symptoms. The patient turned off their stimulation. It was confirmed that they were not experiencing anything else. The patient noted that their ins site felt warm and was painful/uncomfortable. There were no signs of infection at the ins site. The pain did not resolve after turning off their stimulation. The patient will keep their stimulation off to assess. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of fever, burning sensation, discomfort and implant pain were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator went to the emergency department for a fever and was given pain medication to attempt to alleviate their symptoms. The patient turned off their stimulation. It was confirmed that they were not experiencing anything else. The patient noted that their ins site felt warm and was painful/uncomfortable. There were no signs of infection at the ins site. The pain did not resolve after turning off their stimulation. The patient will keep their stimulation off to assess. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.